Event description:
"Six weeks after port replacement procedure I have no restrictions, I can eat anything. There is fluid in the band. I don't have a leak." Additional info from the pt notes that the dr believes there is a leak. Follow up findings with the dr's office reported as "preoperative and postoperative diagnosis: port malfunction". Further clarification of the operative report is needed as the dr noted in the report that no leak was found. The device was not replaced and remains implanted.